Event description:
The hosp reported that a caster broke on the unit. The therapist tried to prevent the unit from falling over, resulting in a minor back strain. The therapist required no medical treatment.

Manufacturer narrative:
Efforts are being made to obtain this info. Date of MFR will be provided once serial number is known. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow up report will be issued when the investigation has been completed.